Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a second hip revision surgery on (B)(6) 2015. The first revision surgery is dated (B)(6) 2015, and the original surgery is dated (B)(6) 2013. This second revision surgery was due to dislocation. During the revision, the omni ceramic femoral head size 36mm + 4 was removed and replaced with a cocr femoral head size 38mm + 7.